Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving gablofen (2000 ug/ml at 1651 ug/day) from an implanted pump. The indication for use was unknown. On (B)(6) 2015 it was reported that the logs were read and motor stalls were seen in the event logs. On (B)(6) 2015 the logs showed a motor stall for about an hour and then the stall recovered; on (B)(6) 2015 there a motor stall occurred at 15:37 which with no stall recovery. However, it was later reported that the stall on (B)(6) 2015 recovered and the motor stalled again on (B)(6) 2015 and there was no stall recovery. It was noted that the alarm had been heard for the stalls and the patient had not had an MRI. The patient had experienced a gradual onset of increased low back pain and spasticity which started on (B)(6) 2015. Additional information was reported by the company representative; on (B)(6) 2015 the pump was replaced.

Manufacturer narrative:
The pump ((B)(4)) was returned for analysis. Interrogation upon receipt indicated that the pump was delivering gablofen and the pump had been programmed to minimum rate (2000 mcg/ml at 12.3 mcg/day). Pump analysis found over infusion with an undetermined root cause.

Manufacturer narrative:
Update: the pump was subjected to over-infusion (oi) CAPA testing; no further oi CAPA testing will be done. During testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). The return products analysis (rpa) finished out the destructive analysis of the pump; destructive analysis identified gear shaft wear. On 2017-mar-08, destructive analysis revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was reported by the company representative via a consumer. The consumer reported a motor stall on (B)(6) 2015. It was noted that the "pump remained off." It was clarified that the only drug in the pump at the time of the event was gablofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.